Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned to the cis for analysis. Visual, tactile and microscopic testing was performed on the device. Multiple hypotube kinks and a hypotube break was identified 21cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 31-jul-2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After placing a 7f ebu 3.5 guide catheter, a non-boston scientific (bsc) guidewire was advanced into the lesion. Following pre-dilatation with a 12 x 2.00 maverick balloon catheter, a 32 x 2.75 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was replaced with a 32 x 3.00 promus premier select drug-eluting stent but still unable to cross the lesion. The device was removed intact, and the procedure was completed with a 33 x 3.00 non-bsc stent. No patient complications were reported. However, returned device analysis revealed a shaft break.